Manufacturer narrative:
Diagnostic/functional testing could not be performed as the customer was provided a quote for service and has not responded to the quote and the quote has expired. The reported problem was not confirmed. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the loudspeaker in the intensive care unit (ICU) monitoring central station cannot be heard. It is unknown if the device was in use at time of event. There was no adverse event reported. The customer checked the speaker and found it working correctly. The issue began when the software was updated.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.